Manufacturer narrative:
It was reported that the touchscreen malfunctioned. Per good faith effort (gfe), the customer inquired a third party for repair. No details of the repair were provided. Per good faith effort (gfe), the customer inquired a third party for repair. No details of the repair were provided. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen malfunctioned. The investigation is ongoing.

Manufacturer narrative:
E1: reporter phone #: 15911545951.